Event description:
It was reported by the patient that the patient was riding in a van on a bumpy road and felt short of breath and questioned if the device may have caused this. The patient and medical equipment company representative discussed the rate response feature. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).